Manufacturer narrative:
Philips has investigated this complaint. The patient was undergoing a neurovascular procedure and received a total dose of 5.7 gy. Philips inspected the system onsite and analyzed the system¿s log files, confirming that there was no system malfunction. Philips had provided the customer with trainings on radiation safety, image quality and reducing dose via patient and system positioning. As described in the system¿s instructions for use (IFU), the threshold dose for temporary hair loss is typically 3gy.

Event description:
It has been reported to philips that a patient suffered hair loss a few days after a diagnosis and flow diverter procedure using an azurion imaging system. Philips has started an investigation of this complaint.